Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure alarm. Customer was able to clear the alarm and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.